Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2013 was identified as an infection. The original surgery occurred on (B)(6) 2013. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report database could not be performed without information regarding the part and lot numbers. There are multiple factors that may contribute to infection, with the limited information provided about the patient and the device removed during the revision surgery, it is impossible to determine the source of the infection.

Event description:
Revision surgery - the patient had an infection due to an unknown cause. The surgeon removed the tibial insert.